Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the air bubbles were observed within the cartridge tubing. Reportedly, the customer performed a supply change to resolve the issue. Customer's blood glucose level was 174 mg/dl.